Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. Customer was advised that they could continue to use the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.